Event description:
On (B)(6) 2015, a representative from a dental office reported that a patient with a 3m espe lava ultimate implant crown restorative crown required root canal treatment. The lava ultimate crown was seated on tooth #14 on (B)(6) 2013. On a recall visit on (B)(6) 2014, the patient mentioned that the tooth was sensitive to temperature. An x-ray was taken and the treatment plan was to monitor the tooth. On (B)(6) 2015, the patient reported continued pain and evaluation at that time indicated the need for root canal treatment. A new crown was placed on (B)(6) 2015. The patient reported continued pain on (B)(6) 2015, and the crown was adjusted. As of (B)(6) 2015, the patient reports that the pain associated with this tooth continues.